Event description:
On 05/19/2022, it was reported by a sales representative via sems that the surgeon was unable to separate an ar-9676 driver shaft reamer from the ar-9597-20 remer sleeve. This occurred after use with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation it was found that a reamer is stuck within the device. The most likely cause for the reported failure can be attributed to wear and tear.